Event description:
It was reported that prior to implantation, the device port seemed to be stripped. In addition, the atrial lead was inserted wrong to "bump" the grommet, however, the screw seemed not to tighten. The device was not used and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4),